Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon opening the patella implant, a hair was found on the device. Rep was present in the operating room at the time of discovery. Due to sterility concerns, the device was not used and removed immediately from the field. A replacement device was immediately available.

Manufacturer narrative:
An event regarding a hair on the device involving a trident patella was reported. The event was confirmed. The implant, inner blister, inner tyvek sheet, box and product label was returned. The foreign matter was taped to the product label. Medical records received and evaluation: not performed as it was reported that there were no adverse consequences nor medical intervention. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. The investigation concluded the returned packaging to be nonconforming. Visual inspection of the returned product confirmed a small piece of hair was on the device. Nc pr was raised to investigate the confirmed issue. It was determined that the scope can be restricted to this one piece based on the 100% verification of product after the inner and outer blister sealing operation and the passing in-process testing results.

Event description:
Upon opening the patella implant, a hair was found on the device. Rep was present in the o.r. At the time of discovery. Due to sterility concerns, the device was not used and removed immediately from the field. A replacement device was immediately available.